Event description:
The complaint is reported as: "the anesthesiologist inserted the needle into the artery. While advancing the wire they met resistance about 3/4 of the way in. After some attempts at trouble shooting they pulled the whole device out and noticed the tip of the catheter was sheered. They tried to gain arterial access on the patient 5 additional times with different ra-04020's and the outcome was the same. They also mentioned they used ultrasound to scan the vessel for obstructions but nothing was found." The patient's condition is reported as fine. Additional information was requested, but was not available at the time of this report. It was reported damage was caused to the artery due to multiple attempts and surgery was required to repair the artery (captured in 9 680794-2021-00097).

Manufacturer narrative:
(B)(4), the customer returned one arterial catheterization lidstock for analysis. The lidstock matches the reported material/lot numbers; however, visual analysis could not be performed as the actual complaint sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not reinsert needle into catheter to minimize risk of catheter damage". The IFU also states, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. Do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The report of an arterial catheter split/torn could not be confirmed through complaint investigation. Visual analysis could not be properly performed as only the lidstock was returned. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "the anesthesiologist inserted the needle into the artery. While advancing the wire they met resistance about 3/4 of the way in. After some attempts at trouble shooting they pulled the whole device out and noticed the tip of the catheter was sheered. They tried to gain arterial access on the patient 5 additional times with different ra-04020's and the outcome was the same. They also mentioned they used ultrasound to scan the vessel for obstructions but nothing was found". The patient's condition is reported as fine. Additional information was requested, but was not available at the time of this report. It was reported damage was caused to the artery due to multiple attempts and surgery was required to repair the artery (captured in 9680794-2021-00097).